Event description:
It was reported that bd syringe 5ml ll euro 125 s/c had scale marking issue the following information was provided by the initial reporter: we regularly notice that your syringes have poor quality prints. So, I wonder if the grading on the syringe is always equally reliable.... Yesterday we even had a 5ml syringe with no print, so it was not usable. Unfortunately, an expensive adapter was screwed on before the defect was seen. No drug was pulled up with it, syringe was thus not used. She is available for pickup as needed, presumably lot number is in the photo.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo and one sample of a 5 ml luer-lok tip syringe batch 3240894 were received and evaluated. The photo shows a fully assembled loose syringe with all scale markings missing, but the smeared print was slightly visible. The syringe was attached to an unknown adapter lying perpendicularly to the product label. The sample was received loose and disassembled, with the barrel attached to an unknown adapter and all scale markings missing; however, some smeared print was present. The potential root cause for missing and smeared print defects is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided batch number 3240894 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.